Event description:
Our rep reports that during an arthroscopic shoulder repair, a portion of the distal tip of 2 inserters broke off into their inserted anchors and remain therein captured in the bone. The procedure was completed successfully without further incident or harm to the patient. Complaint devices discarded by user facility. Also see associated mrd 1221934-2008-00394.

Manufacturer narrative:
This type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, "tip breakage", may have been caused by off-angle or off axis insertion into the bone hole. Off angle/asix insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor / bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. At this point in time, no further action is warranted. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.